Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 18-nov-2017 with the following findings: during investigation, the pump was unable to power up, and was found to be completely unresponsive. The reported ¿blank screen¿ complaint was duplicated. Unrelated to the original complaint, the battery compartment was found to be cracked, with moisture in the battery compartment. The returned battery cap was undamaged, and able to fit securely. Evidence of moisture corrosion was observed in the battery canister, and on the battery cap. A leak test was performed and failed due to a battery compartment leak. The pump¿s cover was removed, and no further moisture ingress or intermittent condition were found to the pcb.

Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the display screen was blank with moisture in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in the inability to use the product which may lead to long term cessation of delivery.